Event description:
It was reported that the user experienced failure to pair and scan two consecutive new freestyle libre 3 plus sensors with the ilet system, despite app and pump firmware being up to date, phone restarts, and re-attempts, after which the user ultimately received blood glucose readings; this aligns with an intermittent communication failure involving the electrical and magnetic subsystem, specifically the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user or a third party. Investigation of this case revealed an interoperability problem between the cgm and the system consistent with intermittent communication failure related to the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.